Event description:
2 intestinal tubes, miller-abbott type, from the same lot ruptured while in the pts. The pts sustained no ill effect and passed the mercury used in the tubes through normal body waste. The facility returned the remainder of the tubes from that lot to the MFR.